Manufacturer narrative:
The lens was returned smashed in a non-alcon lens case. Solution was dried on the lens. The lens was torn/split/cracked and broken from center of the lens to the edge, over a post of the non-company lens case. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the company, 21.0 diopter, (1.5 extended depth of focus) lens was exchanged for a non-company (non-extended depth of focus) monofocal iol (+19.5). Due to the exchange of an extended depth of focus lens to a non-extended depth of focus lens may have been an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that after implantation of intraocular lens (iol), the patient had blurred vision. The lens was explanted in a secondary procedure and replaced with a monofocal lens. Additional information was requested, but no further information is available.